Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the left ventricular lead could not be positioned in the coronary sinus. Instead of implanting a biventricular device, an implantable pulse generator (ipg) was implanted. The device was programmed as a dr pacemaker because the lead could not be implanted in the coronary sinus. The lead was not used. No patient complications have been reported as a result of this event.